Event description:
Device 3 of 3. Reference MFR report #: 1627487-2013-11580, 11581. On (B)(6) 2013, the pt underwent surgical intervention for an unk reason. During the procedure, the doctor bent the lead accessory while explanting one of the pt's leads. The replacement lead was unable to be advanced due to the pt's anatomy. As a result, the procedure was abandoned. The lead that was explanted and the lead that was unable to advance are being reported because it is unk which lead returned to sjm.

Manufacturer narrative:
Eval results: visual inspection of the lead accessory revealed bends and kinks all over. Functional testing was not performed due to the bends and kinks. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.